Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. A rise in rv thresholds was also observed. Isometric exercises and device manipulation did not cause any impedance changes or noise. The physician suspected there may be a micro-fracture with the rv lead. As the patient is not pacemaker dependent, no changes were made to the system and the rv lead continues to remain implanted and in service. No adverse patient effects were reported.